Manufacturer narrative:
Insulin pump received with broken battery tube threads and loose drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the battery compartment. The blood glucose level was unknown. Customer stated that the drive support cap had no damage. The customer was advised to discontinued the insulin pump and revert to backup plan. The product will be returned for the analysis.